Event description:
Caller reported a cartridge alarm 20 occurring during pumping. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Technical support resolved the issue by sending a replacement pump with updated software and confirming training completion. The customer was instructed to use a backup insulin pump, provided with storage mode instructions, and advised on return procedures for the malfunctioning pump.